Event description:
It was reported that during an rf ablation the multigen radiofrequency generator was indicating a system error. As a result, the case had to be rescheduled. It was reported that the patient had already received anesthesia prior to the case being canceled. No medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Routine maintenance was performed on the device and it was returned to the user facility.

Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.

Event description:
It was reported that during an rf albaion the multigen radiofrequency generator was indicating a system error. As a result, the case had to be rescheduled. It was reported that the patient had already received anesthesia prior to the case being canceled. No medical intervention and no adverse consequences were reported with this event.